Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. The device history review for the product hemolok l clips 6/cart 84/box lot# 73m1700184 investigations did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation to confirm the alleged defect and to determine the root cause. If the alleged defective samples become available later, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip broke in half during insertion of a robotic trocar, found half in applier itself and the other half was not found until we undocked the robot and removed the trocar. It was found inside the robotic cannula seal. There was no patient injury.